Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three zero faults which triggered three system faults causing this device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is expected to be returned for testing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's remote monitoring system identified a fault code and alert that this device was in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.